Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml exactamix eva tpn bags were leaking from the injection port. This was observed at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) of the three (3) samples were received for evaluation. Both bags were sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port of the 2 samples. The reported condition was verified on the returned samples. The cause of the condition was not determined. This issue is being further investigated. One (1) device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.